Event description:
Reporter indicated that vns patient was explanted due to infection at the pulse generator/pocket area. The infection was reportedly treated with antibiotics and explant of both the pulse generator and the bipolar lead (leaving electrodes). The infection is reportedly resolved, but re-implant is not scheduled at this time.